Event description:
This is filed to report worsening mitral regurgitation requiring intervention. It was reported that on (B)(6) 2018, a mitraclip procedure was performed to treat a degenerative mitral regurgitation (dmr) with grade of 3-4. One xtw clip was implanted with no reported issue, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. On (B)(6) 2022, the patient presented with shortness of breath. A prolapsed posterior leaflet and severe (grade 4) mitral regurgitation (mr) were observed on echo. The prolapse was suspected to be new. The implanted clip was stable on both leaflets and there was no sign of tissue damage. The cause of the increased mr is unclear. A second clip was necessary. A second mitraclip xtw was deployed on the lateral side of the first clip with no reported issue, reducing mr to grade 2. There were no further patient complications and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported mitral regurgitation (mr) and dyspnea appear to be due to challenging patient anatomy. Furthermore, the reported patient effects of mr and dyspnea are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na.